Event description:
It was reported that boston scientific received additional information from product investigation closure, and a supplemental report is being filed. It was reported that this right atrial (ra) lead was not successfully implanted. The ra lead exhibited noise and sensing issues. The lead helix exhibited helix extension and retraction issues. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted. The ra lead exhibited noise and sensing issues. The lead helix exhibited helix extension and retraction issues. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.